Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the infusion and aspiration was poor. The case was completed using lower values of infusion/aspiration. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided. The customer reported that the system had poor infusion and aspiration. The case was completed using lower values of infusion/aspiration. There was no patient harm. The company service representative examined the system and was not able to replicate the reported events. The system was then tested and met all product specifications. The system was manufactured on february 23, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).